Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported to philips the high voltage capacitor was defective. There was no patient involvement. A philips field service engineer (fse) evaluated the device and confirmed the issue. The fse replaced the high voltage capacitor. The device passed testing and was put back into service.